Event description:
Gemstar infusion pump began alarming proximal occlusion. Could not find a problem, could not stop pump from alarming. Rn visited pt's home after hours to exchange pump. This pump was tested in pharmacy and proved to give false proximal occlusion alarm.